Event description:
It was reported that during surgery the 125 drill guide had a problem allowing the lag screw drill sleeve through it. The procedure was completed with no delays using a 130 drop and a 130 nail that was opened after a 125 nail was already opened. It is unknown if there was affectation to the patient.

Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The threaded housing on the pull pin was protruding into the drill sleeve hole, rendering the device inoperable. The device was manufactured in 2006 and exhibits signs of extensive wear/usage. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary.